Event description:
After acquiring brain axial slice images using the infinia ii "brain coincidence with hawkeye" scan, subsequent image proocessing using the xeleris processing and reviewing workstation resulted in image attenuation correction artifacts. The attenuated corrected images of the frontal lobe identified decreased uptake activity, but the non-attenuated corrected images did not show this finding. No injuries were reported. The concern is for possible misdiagnosis.